Event description:
Covidien received information stating that the keyboard rotary knob on a ventilator was not functioning while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the keyboard assembly. The software was then upgraded to the current revision. The unit passed all testing and operated within the manufacturing specifications.